Event description:
It was reported during the implant attempt that the guide wire could not be inserted into the lead. A new lead was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the distal conductor was distorted. Damage at implant was noted.